Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). A request was made to have the programming configurations of this crt-d reviewed. Technical services (ts) review the data and noted that during the pmt there was farfield oversensing (ffos) on the right atrial (ra) channel, so recommended further adjustments. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.